Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a transmitter that failed. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and display show a transmitter failure alert within the investigation window. The problem is confirmed because the share log displays a transmitter failure alert within the investigation window. The reported event of transmitter failed error was confirmed. A root cause could not be determined.